Event description:
Patient's one touch basic meter was reported to have missing segments on the display. Unknown how long this issue had existed. Medical affairs specialist was unable to reach the patient or their contact. A letter will be sent. Per documentation, the missing segments issue was not resolved. Patient was also taken to the hospital, but their blood glucose there is unknown. Also unknown if patient was treated there. A blood glucose reading of 99 mg/dl on the one touch basic meter is documented.